Event description:
On (B)(6) 2011, patient requested assistance changing the insulin cartridge on her backup infusion device. Patient was disconnected from her infusion set and there was no insulin cartridge in the infusion device. Assisted patient with the change the cartridge process. Patient reported she noticed a large amount of insulin had leaked into the infusion device. Patient was able to pour the insulin out of the infusion device. Patient stated she could not tell where the leak originated. Patient reported the infusion adapter was old; appeared dirty. Patient doesn't have another adapter at this time. Patient stated she dried out the insulin from the cartridge compartment as best she could and attached the infusion adapter and infusion set tubing to the insulin cartridge. Patient reported after inserting the cartridge into the infusion device, she activated the self-test and primed until insulin came out of the end of the infusion set tubing. Patient inserted a new infusion set, connected the infusion set tubing and placed the infusion device into run mode. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.